Manufacturer narrative:
One cadd solis vip pump was received with the lens damaged. There was no evidence of the low flow issue in the event history log. Accuracy testing was performed on the pump and the reported issue could not be duplicated. There was no problem found with the pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had low flow- under infusion. There were no reported adverse events.